Event description:
Same case as: 2134265-2015-04399. Reportable based on device analysis of the related rotawire complaint completed on (B)(4) 2015. It was reported that rotawire removal difficulty occurred. A rotalink plus and a rotawire were selected and advanced to treat the severely calcified coronary artery. During the procedure, it was noted that the rotawire was difficult to remove from the rotalink plus. The device was removed together from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis of the related complaint revealed that the rotawire was broken.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).